Manufacturer narrative:
(B)(4). Final analysis found that only the connector portion of the lead was returned. Clavicle crush was noted at 23.5 cm to 23.9 cm from the connector pin. The outer coil, inner coil and both insulations were damaged due to clavicle crush distal to suture sleeve tie marks, all filars were fractured in this area. The clavicle crush found was the cause of the complaints from the field. (B)(4).

Event description:
It was reported that the patient presented for routine check , the right ventricular lead exhibited noise, loss of sensing and loss of capture. A chest x-ray and fluoroscopy confirmed the lead had sustained rib clavicle crush damage. The patient was asymptomatic. The lead was capped, cut, explanted and replaced successfully on (B)(6) 2016. The patient was fine post procedure.